Event description:
Information was received from a patient and from a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Overdischarge was alleged. The last successful recharge was about nine months prior. The patient met with the rep earlier on (B)(6) 2016 and they performed a physician mode recharge to reset the ins. The patient was able to charge normally and was sent home. The issue began in 2016; the patient tried to recharge about one week prior to (B)(6) 2016 and then realized that he was unable to communicate with the ins. It was noted that the patient no longer had a pain management physician that worked with stimulators but he was seeing a primary care physician who was managing the patient¿s pain. The patient now felt overstimulation in the entire body/lower extremity which began on (B)(6) 2016. The change in therapy/symptoms was sudden. The patient was fully charged and did not attempt to turn off stimulation. It was noted that the patient replaced the patient programmer batteries to check function. The rep was to meet with the patient on (B)(6) 2016 to clear the power on reset (por).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that by clearing the power on reset (por) with the clinician programmer, the patient¿s stimulation felt normal and the overstimulation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.